Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh x2 were implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 07/09/2020. H6 patient codes: 3189 - surgical intervention. Additional b5 narrative: it was reported that the patient had a revision surgery on (B)(6)2017. It was reported that following the procedure the patient experienced recurrent ventral hernia, lysis of adhesion.

Manufacturer narrative:
Date sent to FDA: 07/14/2020 additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 06/25/2020. Additional information: a1, a2.